Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Review of the activity log showed that the device did reset during the event. Further information obtained from the customer indicated that a huawei e355, 3g wifi usb internet dongle was connected to the device at the time of the event. This modem is not an approved device. Although we were not able to confirm that the event may have been the result of using an unapproved device during clincal use, a system reset by itself does not necessarily present a risk as the device will quickly and automatically reboot itself to it's last status. The instructions for use do indicate that a usb port should not be used during clinical use and if they are, only approved devices should be attached. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.